Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b. Medical device type: one additional code applies; jka. Investigation summary: bd received one (1) used sample and five (5) photos for investigation. The photos and the returned sample were evaluated and the indicated failure mode for leakage during use was observed. Visual observation of the returned sample did not indicate any damage or abnormality with the device. Additionally, ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of leakage during use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during the use of bd vacutainer® push button blood collection set, blood leaked from the root of the tubing of the winged needle when the customer retracted the needle on (1) device. There was no health impact or consequences reported.